Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
During an outreach call to the customer, the customer reported being hospitalized due to diabetic ketoacidosis and high blood glucose. The customer reported having the flu for a day and a half to two days, and the blood glucose levels would not lower. The customer's blood glucose reading was 500 mg/dl at the time of admission, which was treated for using the insulin pump; the customer was wearing the insulin pump at the time of the event. The customer experienced vomiting but declined troubleshooting for the event, advising that the cause of high blood glucose was the flu. Ten days later, the customer reported noticing a hairline crack on the reservoir compartment. The customer's blood glucose was 125 mg/dl at the time, and the cause of the damage was unknown. The customer's most recent blood glucose was 132 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.